Event description:
The customer reported that the back of the insulin pump came out while priming. The blood glucose reading was 506mg/dl. The caller stated that the device was dropped. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump was received with a detached end cap, cracked reservoir tube lip and cracked reservoir tube window. The drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.